Manufacturer narrative:
Device passed the displacement test, selftest, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 82 noted. Motor was tested outside device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery. Customer's blood glucose value was 145 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that they were able to clear the alarm. Customer stated that they were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.